Event description:
Complainant alleged that during a routine shift check, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation and the front panel membrane was discarded by the customer. However, this is a known problem for this serial number range and is attributed to high contact resistance within the front panel membrane. The customer received a replacement front panel membrane to resolve the malfunction. Our analysis of data indicates that the keys do respond however, they need to be pushed harder to activate. Analysis of reports of this type has not identified an increase in trend.